Event description:
General report received of several undocumented incidents of the tubing separating from the y-site. The customer reports that when the separations occur where the tubing is going into the y-site. The separations have occurred at the priming or just after the tubing is connected to the pt. The clinicians have been present when the separation occurred. There have been no reports of blood loss. It is occurring on several units in the hosp. Although requested it was unknown to the rptr what fluids were to be infused, they believe it has been standard IV solutions. No reports of adverse pt effect. Additional patient info was requested, but no further info was available.